Event description:
It was reported that, during the implant procedure, the left ventricular (lv) lead was successfully implanted but then dislodged. Another lead was used to complete the procedure and the original lead was discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).